Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the objective lens adhesive is peeling is cause traced to component failure and for foreign matter on the mouthpiece of the wash tube is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited objective lens adhesive is peeling and foreign matter on the mouthpiece of the wash tube. There was no patient involvement.